Manufacturer narrative:
H6; code 400: lockout fired through/device returned empty. Visual inspections & results: clip in jaw ab no, damaged jaws ab misaligned, damaged feed bar ab no, damaged floor ab no, damaged handle shrouds ab no, damaged tip shrouds ab no, damaged trigger ab no, damaged tube, ab no, damaged weld seams ab no. Functional tests & results: antibackup functional ab yes, firing: feed conform a yes b n/a. Firing: form conform a no b n/a, jaws: hold clip a yes b n/a, jaws: inside width at tips a .225 b .210, lockout functional a yes b no, number of clips fed and formed a 17 scissored. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that instrument a was returned with misaligned jaw tips. Instrument b was returned empty with the lockout fired through. Instrument a was cylced, fed, and scissored the clips due to the misaligned jaw tips. Instrument b could not be tested as it was returned empty. No conclusion could be reached as to how the instruments had become damage. No conclusion could be reached as to what may have caused the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.